Manufacturer narrative:
Approximate age of device - 10 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2019 that the patient was presented with low flows, signs of heart failure and increased ldh levels. A CT scan completed and ofg twist noted. The patient returned to or, subcostal approach used and ofg disconnected, untwisted and reconnected. An ofg clip placed on pump connection. No further information was provided.

Manufacturer narrative:
Investigation summary: the report of an outflow graft twist could not be confirmed as there were no CT images or photos submitted for evaluation. In addition, a specific cause for the report of low flows, heart failure symptoms, and increased ldh could not be conclusively established through this evaluation. The evaluation of the submitted log files did not confirm any low flow hazard alarms or fault flags. The submitted log files did not capture the calculated flow decreasing below the low flow threshold of 2.5 lpm. No low flow hazard alarms or fault flags were observed throughout the submitted data. The pump appeared to have functioned as intended throughout the duration of the log files. The account communicated that the patient presented with low flows, signs of heart failure, and increased ldh levels. A CT scan revealed an outflow graft twist. The patient returned to the operating room on (B)(6) 2018, and the outflow graft was disconnected, untwisted, and reconnected using a subcostal approach. An outflow graft clip was placed on the pump connection. There were no CT images available from the time of the event. The patient¿s symptoms resolved after the outflow graft was untwisted, and the patient was discharged. The heartmate 3 lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended inr values. This IFU also instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. In addition, this document describes the pump flow display and the hazard alarms. The low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm, and changes in the patient¿s condition can result in low flow. This IFU and the heartmate 3 lvas patient handbook describe the actions to take in the event of a low flow alarm. The relevant sections of the device history records for (B)(4) (documents (B)(4)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead (documents (B)(4)) were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on the device and no further issues have been reported at this time. The manufacturer is closing the file on the event.